Event description:
"The patient (who was not identified) was on dialysis. The dialysis nurse was called to his room and observed that the IV bag had been spiked through the injection port and that there was air in the tubing all the way to the patient. The dialysis machine did not alarm, as it should have when air is detected in the system. The staff changed the tubing and IV bag, and discarded them. They also returned the patient to that particular machine, and due to the timing of the report (three days later), no information could be recovered from the machine's memory. The prisma representative service the machine and find nothing wrong with it. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."